Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. B71760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart failure and infrequent menstruation. Concomitant products included acetylsalicylic acid (asprin) since 2012, bupropion since 2012, carvedilol since 2012, choline fenofibrate (trilipix) since 2012, docusate sodium since 2012, hydrochlorothiazide;spironolactone (aldactone 50 hct) since 2012, lisinopril since 2012, pantoprazole since 2012 and spironolactone since 2012. In 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced adnexa uteri pain ("left side follopion tube pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and headache had resolved and the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2012 & (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(4) year-old female patient who had essure (batch no. B71760) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart failure and infrequent menstruation. Concomitant products included acetylsalicylic acid (aspirin) since 2012, bupropion since 2012, carvedilol since 2012, choline fenofibrate (trilipix) since 2012, docusate sodium since 2012, hydrochlorothiazide;spironolactone (aldactone 50 hct) since 2012, lisinopril since 2012, pantoprazole since 2012 and spironolactone since 2012. In 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced adnexa uteri pain ("left side fallopian tube pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and headache had resolved and the adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2012 & (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received - case became incident & valid. New event vaginal hemorrhage, menorrhagia, migraine, headache, pelvic pain and adnexa uteri pain were added. Product information lot number and essure removal date were added. Patient information (date of birth and height) were added. New reporter and consumer address were added. Concomitant medication, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.